Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are in a lot of pain and feeling sudden charges at night. They also noted that they don't think their implantable pulse generator (ipg) is working properly. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had their device checked and there were no performance issue noted with it. Patient's pain was caused due to development of frozen shoulder.